Event description:
It was reported that there was issue with inaccurate respiratory rate during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by our field service engineer (fse), alarm for respiratory rate high was generated. During on-site visit issue was not reproduced by our fse. According to received information, replacement of the patient circuit solved the issue. The device passed all performance tests and was returned to clinical use. Device's logs were not provided for further analysis. Respiratory rate high alarm is a clinical alarm, which indicates difficulties with ventilating the patient. Alarm will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Leakage in the breathing circuit may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. The cause of the issue was determined and it is related to malfunction of the patient circuit.